Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed, 35mm long, de-novo lesion located in the moderately tortuous and moderately to severely calcified, 8.5mm in diameter, left common iliac artery (cia). This 8.0-20, 135 wanda balloon catheter was used to pre-dilate the lesion. The balloon ruptured on the first inflation at 6atms. The device was removed from the patient intact. The procedure was completed successfully with the implantation of a bsc stent and post-dilation. There were no reported patient complications. The patient status is listed as "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)